Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-01192. It was reported that the patient experienced ineffective therapy due to lead migration. Reportedly, both the leads has migrated and one of the leads had high impedances. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Therapy was confirmed post op.